Event description:
A customer reported that during a procedure, a system message displayed and cassette was leaking. The case was completed after exchanging the cassette. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).